Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. During a case with the chesapeake® cervical-ti stabilization system, the surgeon was unable to lock one of the superior screws in two adjacent cervical interbody cages; the surgeon decided to leave the screw holes empty. According to the agent, the screws "kept spinning" without engaging the cages. However, the surgeon was reportedly able to lock the other superior and inferior screws without any issues. Therefore, it is possible that the surgeon did not apply enough downward force to the superior screws in order to engage the cages. The patient's bone, as well as the screw/cage interface, may have also been stripped, thereby making it even more difficult to lock the screws. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the screws were discarded by the user, no physical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A general review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends. User discarded.

Event description:
On 08/02/2016 it was reported to k2m, inc. That a surgery took place in which two screws were unable to be implanted. The surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The investigation is still in process and a follow-up report will be provided at the time of completion. User discarded.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which two screws were unable to be implanted. The surgery took place (B)(6) 2016.